Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard disk drive and connecting cable to the gpos pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.